Manufacturer narrative:
This investigation is still ongoing. Depuy synthes will notify the FDA of the results of the investigation once it has been complete

Event description:
Revision surgery. Surgery details - removal of global cap and global 5peg prosthesis and insertion of lima total shoulder prosthesis. Reason for revision - patient presented to surgeon with painful shoulder. No other patient details, including notes available. Primary operation details to be advised. Details of implants removed to be advised. Date of revision ? (B)(6) 2015. Pre operation x-rays available.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Review of supplied radiographs confirm loosening of the glenoid component at the implant/cement interface. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.